Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (unknown concentration at 660mcg/day) via an implantable pump. The indication for use was intractable spasticity. It was reported that the healthcare provider (hcp), a physician, stated that the patient had a recent dose increase on (B)(6) 2023 and had been experiencing increased spasticity and tone for the past two to three weeks. The hcp stated patient had been in the hospital since yesterday and had since been on oral medications that have returned their symptoms to baseline. The hcp stated patient's pump managing physician was currently on vacation and asked if a rep could come interrogate the pump to rule out any events. The hcp was transferred to the national answer service.